Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction blurry image: image is blurry when meeting cold and hot water, after removing the charged couple device objective lens and drying for 1 day, the image is normal, cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction adhesive on switch 1: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicated that blurry image and adhesive detected at switch 1 were found. There was no patient involvement.